Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 453 mg/dl. The customer reports about he was getting a receiving bad battery alarms. Customer's blood glucose value was 453 mg/dl. Customer declined to troubleshoot for high readings. The customer was assisted with troubleshoot for failed battery test. Customer received weak battery alarm weak. The product was not returned for analysis